Manufacturer narrative:
Continuation of concomitant medical products - implanted: unk explanted: unk, lead model: unk lot/serial #unk implanted: unk explanted: unk. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.

Event description:
Literature: de la casa-fages b, grandas f. Dopamine dysregulation syndrome after deep brain stimulation of the subthalamic nucleus in parkinson's disease. J neurol sci. 2012;312(1-2):191-193. Doi: 10.1016/j/jns.2011.08.014. Summary: this article presents case studies of three patients with parkinson's disease (pd) who developed de novo dopamine dysregulation syndrome (dds) within a year of surgery for deep brain stimulation (dbs) of the subthalamic nucleus (stn). The patients overused dopaminergic drugs to avoid anxiety, dysphoria and other non-motor symptoms. The authors hypothesized that the combined effect of dopaminergic replacement therapy and dbs on the limbic territory of the stn could have precipitated the dds by inducing hyperstimulation of the mesolimbic dopamine system, although a definite causal relationship between dds and stn dbs could not be established due to the patients' inability to tolerate discontinuing dbs. The authors found that the outcome of dds is poor despite dbs adjustments, attempts to reduce the dose of dopaminergic drugs and the addition of quetiapine or antidepressants. Reportable event: patient (B)(6), a (B)(6) female with pd complicated by motor fluctuations, severe off-periods and disabling dyskinesias, underwent bilateral stn-dbs which led to a significant improvement in motor function. Six months after surgery, the patient began to take more doses of levodopa than prescribed due to feelings of being "empty of energy." The patient had no history of psychiatric disorders or substance abuse. Lorazepam and quetiapine were prescribed and pramipexole was reduced and finally withdrawn. Dbs parameters were adjusted. The dds, however, still persisted and the patient was admitted to the ER twice (2 and 4 years after surgery) because of an excessive acute intake of levodopa. The patient could not tolerate the switching off of the dbs due to worsening of motor symptoms. Five years after surgery the patient continued to overuse levodopa although she had permanent generalized chorea and only very mild and short off periods. The patient also exhibited levodopa hoarding and binge eating. The patient felt anxious and was obsessed by the time until the next dose of levodopa.